Manufacturer narrative:
Includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Tablo user manual has the following warning: ensure all connections are secure before use and monitor for leaks regularly during patient use. Blood loss can result if connections are not secure and during the dialysis treatment, monitor the lines and check for leaks. Machine alarms may not occur in every blood loss situation. Outset medical, inc. Field service engineer (fse) reviewed site system log with a procedure date of (B)(6) 2024 and verified that there was no issue with the system which caused the patient event. The cartridge was discarded; therefore, root cause of the event was not able to be confirmed.

Event description:
It was reported that there was a cartridge failure during patient treatment. Cartridge leaked near blood pump section; home patient (hp) discovered blood all over the back of the cartridge, tablo and floor. An estimate of 300 ml blood loss. On (B)(6) 2024, additional information was received stating that patient was hospitalized after the event; it was reported that the patient's hemoglobin went from 7.1 g/dl to 5.8 g/dl necessitating hospitalization and three blood transfusions.